Event description:
It was reported that during a transarterial intracranial thrombectomy of the left mca (middle cerebral artery), the physician was attempting to access the thrombus via the left carotid artery and the guidewire (subject device) was sheared within the microcatheter. The broken guidewire was in the bend of the aspiration catheter in the carotid artery and a carotid cutdown was performed to remove the guidewire. No further information is available.

Manufacturer narrative:
Manufacturing date: added. Expiration date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Manufacturer narrative:
(B)(4). The device is not available to the manufacturer.

Event description:
It was reported that during a transarterial intracranial thrombectomy of the left mca (middle cerebral artery ), the physician was attempting to access the thrombus via the left carotid artery and the guidewire (subject device) was sheared within the microcatheter. The broken guidewire was in the bend of the aspiration catheter in the carotid artery and a carotid cutdown was performed to remove the guidewire. No further information is available.